Event description:
It was reported that the area around the implant "hurts" and the patient is unable to lay on their side. Patient is concerned about infection. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.